Manufacturer narrative:
This device is unable to start a reading for the patient due to the spring contacts being bent.

Event description:
The patient reports that the device powers on, then turns off after a few seconds and does not go into the full countdown. The patient had no adverse event or reaction resulting from this problem.